Event description:
It was reported to philips the device turned on by itself. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. There was no delay to therapy. The customer spoke with a philips remote service engineer (rse) and reported that while he was placing an order for a part, the device powered on by itself. The rse recommended replacing the ui pcba. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Many good faith efforts have been made to obtain additional information from the customer however there was no response. If additional information is later obtained, the complaint will be reopened.